Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The reported event of ¿without capture¿ was confirmed. As received, a partial lead was returned in three pieces for analysis. Final analysis found that the insulation was abraded at 20.6cm to 20.8cm from the reference cut end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-30771. It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine generator change procedure. It was noted that there was loss of capture on both the patient's right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable throughout.